Manufacturer narrative:
H 3 evaluation summary: the device history record (DHR) was reviewed and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. The DHR review shows that all acceptance criteria inspections were within acceptable limits during the production process, this testing includes peel testing to inspect for delamination. Samples were received in the form of an open pouch of product. A photo of the issue was also returned as part of the complaint report. The sample returned showed a minor amount of delamination. Retain samples were pulled for the reported lot and the samples showed no signs of gel delamination. Retain samples from the sub-assembly gel bodies were inspected and no gel delamination was seen. From a root cause analysis perspective, gel delamination occurs when the gel-to-release liner bond strength is greater than the cohesive strength of the gel or greater than the gel-to-substrate bond strength. Such an inequity in bond strength can cause the gel to peel from the substrate and/or tear. Proper storage and usage of the electrodes is critical to the performance of the gel. The electrodes should be stored in their sealed, foil lined pouches away from extreme heat and humidity. Failure to ensure product is stored correctly can affect the product and result in issues with the gel. The exact root cause of the issue was not able to be determined from the investigation. No corrective or preventative actions are necessary as this is a known and aesthetic issue. The manufacturing site will continue to trend this issue for future occurrences as part of the complaint review process.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The cardinal health sales representative reported that when checking her inventory of medi-trace cadence pre-connect defibrillation electrodes, she found that when peeling off the backing sheet of the pad, the gel comes away.